Event description:
It was reported that a pt underwent a laparoscopic right inguinal herniorrhaphy procedure. The pt presented four days later with abdominal pain. After workup, the source of the elevated white count and fever was not definitely determined. The pt underwent an exploration procedure on an unknown date. The operative report stated" upon entering the extraperitoneal space, just deep to the midline fascia, we found old hematoma, but we did not see any pus. I dissected in this space down to the mesh, the mesh seemed to be securely in place. There did not seem to be any evidence of infection. The mesh was secure, I did not see any pus or smell any foul odor." We then entered the abdomen. Again there was no evidence of bowel contents. There was no pus or unusual amount of blood. The peritoneum in the right lower quadrant had some old ecchymosis and hematoma, but did not appear to be penetrated".

Manufacturer narrative:
Date sent to the FDA: 07/31/2009. Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.